Event description:
It was reported that during a heavily calcified, moderately tortuous, circumflex artery stenting procedure a non-abbott stent was implanted and the physician post dilated to 19-20 atmospheres and a perforation occurred. A graftmaster stent delivery system (sds) was advanced meeting resistance with the patients anatomy and the graftmaster sds would not cross the lesion to seal the perforation. The graftmaster sds was removed without difficulty and the hypotube was found bent in several locations due to the resistance with advancement and the physicians urgency in advancing the graftmaster. A non-abbott balloon was advanced for serial inflations for an hour and twenty minutes to seal the perforation and complete the procedure. The patient is stable. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.